Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during a procedure the tap fractured while in the patient. All pieces were removed from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a harbart whipple bone screw procedure the tap fractured while in the patient. All pieces were removed from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional complaint sample was evaluated and the reported event was confirmed. Dimensions taken are within spec. Item is fractured; a portion of the fractured piece was not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Wear and tear from use is a likely cause of the instrument fracture. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends